Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- above rated burst pressure (rbp). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was inflated multiple times and one of those times it was inflated above rbp to 20 atmospheres. It should be noted coronary dilatation catheters nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rbp. The rbp for the nc trek is 18 atms. In this case, it is unknown if the reported IFU violations caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, moderately tortuous and mildly calcified lesion in the mid left anterior descending artery and ostial proximal diagonal artery. Two non-abbott stents were deployed and a 3.0 x 12 mm nc trek balloon dilatation catheter (bdc) was used to post-dilate the stents. The balloon was inflated three times (16,16, and 20 atmospheres); however, during the third inflation the balloon would not fully deflate event after waiting for almost 10 minutes. The bdc was removed partially deflated; very slowly and carefully. The procedure was successfully completed with a 3.0 x 8 mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.